Event description:
Caller reported the following results on the aviva system within 10 minutes: 180 mg/dl and 60 mg/dl. Customer is feeling alright. No death or serious injury reported. Requested return of suspect device and replacement was sent. Strips will not be returned; caller reported he had thrown them out.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Strips have been depleted and discarded.